Manufacturer narrative:
Zimvie complaint (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsx37b10, (tsx¿ implant, 3.7mmd, 10mml) for evaluation. Visual evaluation of the as returned device identified the implant outer packaging was already opened. The implant outer vial has a cracked green cap, and the outer vial tamper seal was intact. The coob is confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1275505. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275505 for similar events and one (1) other complaint was identified. Review completed utilizing keywords: packaging other. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. Non conformance and health hazard evaluation  have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, a packaging malfunction did occur. The implant's green cap was cracked while the green caps tamper seal was intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Broken caps are reported. Surgery is performed and when opening the implants, the covers were broken, both implants with the same batch number. Procedure was not finish because the doctor didn't have the size he needed, patient was reschedule.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.